Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was implanted with an afx bifurcated stent graft and afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately (5) five years post initial procedure, a type 2 endoleak (non ¿ device-related failure) and a possible type 3b endoleak of the bifurcated stent graft were identified on a contrast (CT) computed tomography scan with sac growth. The patient is currently being monitored.

Event description:
The patient was implanted with an afx bifurcated stent graft and afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately (5) five years post initial procedure, a type 2 endoleak (non ¿ device-related failure) and a possible type 3b endoleak of the bifurcated stent graft were identified on a contrast (CT) computed tomography scan with sac growth. The patient is currently being monitored. Additional information: the patient had an additional endovascular procedure (coiling of a lumbar), occurred sometime between (B)(6) 2021 to (B)(6) 2021. The final patient status was reported as being stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak of the bifurcated stent graft and the sac growth were unconfirmed. The reported type 2 endoleak (non- device related) was confirmed. This is moderately consistent with the reported adverse event/incident. The reported type 2 endoleak is anatomy-related. The contributing factor for the sac growth is likely the type 2 endoleak at the bifurcation. The final patient status was reported being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.